Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old male suffering from cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced a purge leak at the yellow luer during patient support. A purge bypass was initially completed to resolve the issue, but the decision was ultimately made to replace the pump. There was no patient harm.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. The device history record review confirmed passed all post-sterile inspection checks. No device was received for evaluation. Due to the limited clinical information and lack of available data/product the root cause of this investigation was not determined.